Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet system and connected cgm displayed urgent low glucose alarms around 53 mg/dl while a concurrent fingerstick measured hyperglycemia at 401 mg/dl, after which the user consumed oral glucose and later changed the cgm sensor following troubleshooting and education. Symptoms included perceived urgent low alerts without corroborating hypoglycemia and subsequent hyperglycemia confirmed by fingerstick. Outcomes included prolonged time above range and self-management without medical intervention or hospitalization. Investigation included customer support review, user education on sensor replacement, and verification of discordant cgm versus fingerstick readings. Investigation of this case revealed an inaccurate low cgm reading with discordance to capillary glucose and user overtreatment of perceived hypoglycemia leading to hyperglycemia. It was concluded that the event was associated with cgm signal inaccuracy prompting inappropriate treatment and that replacing the sensor and using fingerstick confirmation were appropriate risk mitigations.